Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was on the second firing and the clip did not feed into the jaws properly. The surgeon removed device from the patient and fired the device. As surgeon was cycling through a piece of metal popped out of the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4).. Damaged floor the analysis results found that the instrument was received with the floor broken, however the device was tested for functionality and it fired 10 clips conforming and 4 clips with gap, due to the condition of the device. While no conclusion could be reached as to how this damage had occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.